Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 10/31/2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 10/31/2015, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 10/31/2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 10/31/2015, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 10/31/2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 10/31/2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 10/31/2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 10/31/2015, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 10/31/2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 10/31/2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 10/31/2016, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 10/31/2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 05/31/2019, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 05/25/2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 05/31/2019, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 05/25/2018, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and eight batteries were involved in power switching, resulting in a pump stop and re-start. The patient experienced dizziness during the pump stop. The controller was exchanged. Power source lubrication servicing was performed on the eight batteries and they remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:one controller was returned for evaluation. Eight batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed a hairline crack around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Additionally, visual inspection revealed contamination within the power ports of the controller. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of power port contamination can be attributed to handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4). Additionally, log file analysis revealed two controller power up events on 07-mar-2019 at 20:57:55 and on 09-mar-2019 at 14:59:54. The data point prior to the first loss of power revealed that (B)(4) was connected to power port one with 73% relative state of charge (rsoc) and (B)(4) was connected to power port two with 92% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one and an active adapter was connected to power port two. The controller was without power for 7 seconds. The data point prior to the second loss of power revealed that (B)(4) was connected to power port one with 79% relative state of charge (rsoc) and (B)(4) was connected to power port two with 92% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The controller was without power for a maximum of 20 minutes and 15 seconds. As a result, the "power switching" and "loss of power" events were confirmed. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(4). H3: yes, h6: FDA method code(s): 4412, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial or lot#: (B)(4). H3: yes. H6: FDA method code(s): 4412, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307 .d4: serial or lot#: (B)(4). H3: yes. H6: FDA method code(s): 4412, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307 .d4: serial or lot#: (B)(4). H3: yes. H6: FDA method code(s): 4412, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial or lot#: (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. D4: serial or lot#: (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial or lot#:(B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial or lot#: (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.